Event description:
A falsely elevated troponin I result of 1.31 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on the same instrument and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsley elevated troponin I result is hm maintenance.